Event description:
It was reported that the haptic of the intraocular lens (iol) tore off and that the lens was implanted. Through follow ups we learned that an anterior vitrectomy was required, that the iol remains in the eye and the material is not available to return. The patient is still visually impaired (she sees blurred). Visual acuity preoperatively was 0.6, postoperatively currently 0.6-0.8 partially. I.e. Visual acuity is now 60-80%. Visual acuity is about the same as before surgery, but before that she had milky vision, now she still has a shadow. No further information has been provided.

Manufacturer narrative:
Age, weight, ethnicity: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: not applicable, device not explanted. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.